Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window/cover, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No rewind anomaly noted. No unexpected pump error 43 and 130 alarm noted during the testing. The insulin pump history file/traces download was successful using thus. The insulin pump was cut open to perform visual inspection and corrosion was found on the motor assembly. No loose electronic components or moisture damage found on the electronic assembly, force sensor and vibrator assembly noted. Multiple pump error 43 alarm (22 times) were recorded and found in the downloaded history files from (B)(6) 2021 14:35:55.000 alarm alert notification to (B)(6) 2021 20:56:42.000 alarm alert cleared and pump error 130 alarm (6 times) from (B)(6) 2021 20:43:04.000 alarm alert notification to (B)(6) 2021 20:55:01.000 alarm alert notification during basal delivery due to corrosion found on the motor assembly. No pump error 37, 38, 39, 41, 42, 79, 80, and 82 alarm on the downloaded history file noted. The force sensor zero offset measured (22.4 milivolts) and within specific range. The motor was tested outside of the device and passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer reported when they rewound the insulin pump the error would appear. Customer was able to clear the alarm but was not able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.